Manufacturer narrative:
Investigation pending.

Event description:
Customer reported the following results when doing a meter to meter correlation using one lot of strips and two meters. On (B)(6) 2014 inratio #1 nr= 6.4, inratio #2 inr = 2.5. Patient's therapeutic range is 2.0-3.0. Inratio #1 sn (B)(4) will be included on this medwatch report. Inratio #2 sn (B)(4) will be included on MDR #2027969-2014-00125. No further information provided on the patient.